Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon interrogation, it was discovered that the patient's insertable cardiac monitor had exhibited r-wave under-sensing resulting in inappropriate pause episodes. Programming changes to correct the under-sensing were recommended and planned but were not performed. The patient had no consequences throughout the event.